Event description:
In 2008, the sales representative reported that during surgery, the surgeon was implanting the screws when the shaft bent. The surgeon used another driver that was within the kit to finish the case as intended. It was also reported that there was no surgical delay or harm to the patient. Additional information was identified during the complaint investigation on 25 jul 2008. It was identified the screw toggle due to slightly twisted prong tips. This malfunction has been previously reported.

Manufacturer narrative:
Product is an instrument and is not implantable. The results of the device history record review indicates the part met specification. Visual examination of the returned instrument shows the shaft is not bent. Close examination of the driver tip indicates wear and slight twist of the driver prongs mating feature. Functional test by attaching a polyaxial screw to the driver indicates screw toggle. The root cause for the reported event is determined to be the twisted and worn prong tips allowing screw toggle, due to wear from normal use.